Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) have been investigated. Upon receipt the electrode belt failed the incoming functional tests. Upon investigation the green (3.3v) was open in the trunk cable insulation. The cause for the test failures was the open wire in the trunk cable insulation. The root cause from the open wire cannot be positively determined but is likely excessive force placed on the trunk cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.